Event description:
It was reported that during a meniscus repair procedure, the loop retriever broke between the head and shaft. The procedure was completed using one more loop retriever from the same package. All the broken pieces were removed from the patient using the surgeon's hand. It is unknown if there was a delay. No other complication were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h2, h3, h6. One 7209485 disposable meniscus mender ii set was returned for evaluation. Visual assessment confirmed the complaint. The loop meniscal were broken from the bottom. To avoid components from shifting within the package, individual component storage cradles are intentionally snug. Use of the distal end (head) to remove snare loops from the tray may result in weakening, bending or complete fracture between at the head and shaft connection. Proper method of retrieval is to push and pop the head of the component from the back of the cradle. Complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation although the condition was confirmed during further investigation by engineering. Engineering evaluation confirmed the product met specifications at the time of distribution. Allegation rate of occurrences continue to be monitored via surveillance.